Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and gastroparesis. The customer stated that she was unsure of the blood glucose reading at the time of the event. She stated that she was with her doctor and could not walk, after which she was advised to go to the hospital. She advised that she would call back with further details at another time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.